Manufacturer narrative:
Product event summary: the 12fcc13 flexcath contour steerable sheath with lot 0012874031 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.060 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.010 psig (should be inside the range of -0.3 psig and 0.3 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported air ingress issue was not observed with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sheath drew in a lot of air bubbles during aspiration despite the operator using a small syringe and aspirating slowly. The operator decided not to continue working with the sheath and the sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.